Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the provided series of patient radiographs revealed that there was a nail and screw construct implanted at the left femur. It was observed that the helical blade migrated medially from the position it was previously implanted. Based on the observed condition of the complaint device, the investigation was able to confirm the reported event. No other problem identified. . As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna helical blade perf l95 tan, p/n: 04.038.395s, lot: 1960p52. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 01-nov-2022 expiration date: 01-oct-2032 part number: 04.038.395s, tfna fenestrated helical blade 95mm -sterile lot number: 1960p52 (sterile) note: helical blade was manufactured by elmira; lot numbers 1812p30, qty (B)(4), and 1832p38, qty (B)(4). Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in israel as follows: it was reported that on (B)(6) 2023, an operation was performed to fix a fracture in the femoral neck using the tfna system. On (B)(6) 2023, the patient came for a follow-up examination, and it was observed on x-ray that the implant broke the head of the femur. Therefore it was decided to perform revision surgery for the purpose of removing the implant and replacing it with a total hip replacement implant. According to the surgeon who performed the revision surgery on (B)(6) 2023, it was found that in the initial implant surgery, the stage of locking the blade to the nail was not performed. This report involves one tfna fenestrated helical blade 95mm - sterile. This report is related to (B)(4). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: only the event year is known. D2b: additional device product codes: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.